Event description:
A malfunction alarm was reported on the pump, leading to the customer's blood glucose level reaching 456 mg/dl. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance for the high glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.